Event description:
The customer reported a collimator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, collimator, and high voltage cable. System operates as intended. (B)(4).